Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to cases with patient identifiers (B)(6).

Event description:
It was reported that the infusion device failed to display an error or alert message; the device did vibrate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.